Manufacturer narrative:
(B)(4). Reporter's phone number: (B)(6). The actual device was returned for evaluation. Reliability engineering evaluated the device and the reported condition of a damaged hose was confirmed. An assessment was performed on the device which found that the inner hose was torn and the device failed the safety assessment (runs in the load position). During repair it was observed the locking components were damaged. It was determined that this condition caused the failed safety assessment. It was further determined that the condition of the torn inner hose was due to mishandling of the device by exerting extreme force pulling on the hose during cleaning or use. The issue with the locking components is consistent with trying to run the device in the load position or by pushing on the disconnect sleeve while the device was running damaging the locking components. The assignable root cause of these conditions were determined to be due to component damage caused from normal use and servicing over time, the failure was caused by worn out motor components. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Event description:
It was reported from (B)(6) that during routine equipment inspection/maintenance checks it was observed that the hose for the motor device was damaged. During in-house engineering evaluation it was found that the inner hose was torn and the device failed the safety assessment (runs in the load position). This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.